Manufacturer narrative:
Device is a combination product. Evaluation conclusion code corrected from adverse event related to procedure to adverse event related to patient condition.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 25% stenosed, eccentric target lesion was located in the mildly calcified right coronary artery. A 3.00x12mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent came off the delivery system inside the patient and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that during delivery the stent failed to cross. A guidezilla ii guide extension catheter was used for support and buddy wire technique was performed but stent still failed to cross. The physician then removed the stent outside the patient's body and dilatation was performed again before completing the procedure successfully with a new stent of another size.

Manufacturer narrative:
B1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, and h6 device codes: corrected.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 25% stenosed, eccentric target lesion was located in the mildly calcified right coronary artery. A 3.00x12mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noed that the stent came off the delivery system inside the patient and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that during delivery the stent failed to cross. A guidezilla ii guide extension catheter was used for support and buddy wire technique was performed but stent still failed to cross. The physician then removed the stent outside the patient's body and dilatation was performed again before completing the procedure with a new stent of another size. It was further reported that the stent did not dislodge inside the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, eccentric target lesion was located in the non-tortuous and mildly calcified right coronary artery. After a 6 fr non-bsc guide catheter was engaged, a non-bsc wire was inserted into the distal posterolateral branch. Pre-dilatation was performed with a 2.5x15 mm non-bsc balloon. A 3.00x12 mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device failed to cross despite with the aid of guidezilla and buddy wire technique, and the stent came off the delivery system inside the patient. The procedure was completed with a 2.5x12 mm promus element plus and was post-dilated with a 3x12 mm non-bsc balloon. There were no patient complications reported and the patient was stable.